Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation is ongoing.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt status post 11mm 130 degrees ti cann troch fixation nail, 11.0mm helical blade and 5.0mm locking screw implanted on (B)(6) 2011 had a failed fixation. The tfn nail cut posteriorly through the femoral head on an unk date. Pt was returned to operating room on (B)(6) 2011, hardware was removed and pt was revised to a total hip. This is two of three reports for this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Part received in relatively good condition. There are scuffed areas on the anodized surface consistent with field use. There is minor damage noted in the insertion tool slot that most likely occurred when the part was implanted. This damage prevents getting accurate assessments of the slot and the thread areas. A small part of one of the flute tips outer edges is missing (less than 1mm in dimension). This may have occurred during insertion of the blade through the nail. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. This failure can be very difficult to predict because in addition to the design, there are other factors that can contribute to the condition; such as bone quality, implant choice, fracture pattern, compliance with post operative mobility, etc. The implant construct did function for its intended use. The helical blade did slide and collapse as would be expected from the post operative x-rays. The basilar neck/intertroch fracture did seem extended and could have been reduced additionally to provide initial support against the medial side of the nail. The distance from the tip of the blade to the subcondral bone was further than desired; the synthes ti trochanteric fixation nail system technique guide states that tip of guide wire used prior to helical blade placement should be stopped 5mm from subcondral bone. The post-op x-rays also show comminution inferior of the blade shaft, i.e. Lesser troch detached.